Event description:
Provider alleged the alarm will not function. Per independent repair center statement, the customer stated problem was: alarm will not function problem confirmed: yes. The key failure was the power switch not alarming. Additional malfunctions: pm kit dirty, repaired leak.